Event description:
The daughter of a (B)(6), pt, called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4), has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was unable to power up. Resistors r45, r689 and r684 on the monitor c/a board, were thermally damaged, and u1003 (programmable logic device) on the c/a board was shorted. The cause for the damaged components was isolated to a damaged c21 high-voltage capacitor. The negative lead of c21 was lifted from the pad on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events, found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.